Event description:
It was reported that the patient presented with infection all implants removed.

Manufacturer narrative:
The following other hip devices were also listed in this report: tritanium revision acetabular; cat# 509-02-56e; lot# mmj5ym, gap plate screws; cat# 2080-0020; lot# mmelad, gap plate screws; cat# 2080-0030; lot# mmeln9 and lot# mmeln9. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation was not possible, since medical records were not provided. Device history review records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review there have been no other events for the reported sterile lot or lot ids. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient presented with infection all implants removed.